Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Regarding a power on reset (por), no anomalies were found as there was no por noted in the save-to-disk.

Event description:
It was reported that there was a power on reset. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.